Event description:
It was reported that the system 7700 radiation output was too high. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The failure could not be duplicated. It was determined that the radiation output was not the true issue. The issue was that the images appeared washed out making anatomical markers difficult to distinguish. The camera was found to be out of focus. The camera was aligned and image quality was greatly improved. The system was tested and found to be working as intended and placed back into service.